Manufacturer narrative:
Patient-specific information is unavailable at the time of this MDR writing. Therefore, respective fields reflect "unknown" or left blank accordingly. The investigation has been completed. The logs from the complaint date revealed that the console issued purge disc not detected alarm several times. The console was examined after arriving. A broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc.

Event description:
The complainant reported that a loaner automated impella controller (aic) failed when attempting to switch controllers to put onto a patient. The aic alarmed "purge sensor not detected" and the team crew changed the purge set attempting to correct the issue. However, once reloaded, the device alarmed again. The team opted to transport the patient on the sending hospital's aic instead of the loaner aic.